Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported left side lymphadenopathy and rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as fold flaw opening. Additional observations: observed stress marks assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side lymphadenopathy and rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15jan2024.

Event description:
Healthcare professional reported left side lymphadenopathy and rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side lymphadenopathy and rupture. Healthcare professional also reported ¿predominantly fibrous fibrocystic mastopathy without evidence of signs of suspicion of focal pathology¿, which is not device-related. Device has been explanted and replaced with non-allergan device.